Manufacturer narrative:
B1 adverse event: b2: other serious or important medical events. D4: (B)(4). H4: 06/04/2023. Claim#(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens of a -18.0/3.0/90 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2024 . Elevated iop, blurred vision, and glared/haloes were observed. It is reported that there is pain in the right eye, increased iop, shadow images during the eveniing and low light. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6 - work order search: no similar complaints within associated lots were found. Claim#: (B)(4).

Manufacturer narrative:
B5: medication was provided. (B)(4)